Manufacturer narrative:
E1 - address: (B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that gastrointestinal videoscope had noisy image during maintenance. There was no patient involvement.